Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported by the customer that the unspecified bd vacutainer tube yielded erroneous results. Verbatim: post market surveillance, customer reports inconsistent results while using one of the vacutainer tubes. Per customer, they obtained a hgb result of 5.8 and although the patient has a low hgb count it has never been that low. Customer repeated the test with the same tube (mixed) and it was actually 7.3.

Manufacturer narrative:
The material number and lot number for this event are unknown, therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event is unknown, the date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the unpecified bd vacutainer tube yielded erroneous results. Verbatim: post market surveillance, customer reports inconsistent results while using one of the vacutainer tubes. Per customer, they obtained a hgb result of 5.8 and although the patient has a low hgb count it has never been that low. Customer repeated the test with the same tube (mixed) and it was actually 7.3.